Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and replaced the patient bridge to resolve the error. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced part was requested for return to livanova (B)(4) for further investigation. However, the customer decided to retain the defective part. As an investigation could not be performed, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side during a procedure. There was no report of patient injury.